Manufacturer narrative:
Device evaluation:visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, brown and green particles in outer surface, total delamination of diapherm flange disk and curved openings with striated edge on anterior side. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. Delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation and exchange of textured implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Healthcare professional reported right side deflation and exchange of textured implant due to the patient¿s concern with the product. Device has been explanted.